Event description:
It was reported that the patient experienced ineffective therapy due to invalid impedances. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was established.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number:(B)(6).

Manufacturer narrative:
The report event of invalid impedances was confirmed. As received, microscopic inspection showed the returned lead (a) and returned lead (b) found internal lead wires broken and will cause invalid impedances. The cause of the event remains unknown. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.